Event description:
It was reported that during a gastrectomy six successful firings with ech3000 and green reloads. For final firing, hcp wanted to use green reload with slr. Jaws closed on slr cartridge as per IFU, but jaws then would not re-open. Troubleshooting - try open and close, handle appears in open position but jaws are not open. Then tried home button, try taking out battery and re-inserting, home again, open / close again. No different. Removed from surgical field and inspected, I eventually was able to open the jaws by forcefully pushing the open handle forward. Then re-clamped on cartridge again and same thing, jaws don't open but the handle appears to be open (but is half way) when force is applied to further push open handle forward then the jaws will open. The surgery was delayed 10 minutes. Opened a new stapler to complete the procedure. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent 12/23/2024 d4 batch #662c38. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. In addition, an ech60r applicator and a loose buttress were returned. There was no apparent damage to the applicator and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The buttress was received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 662c38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.